Event description:
It was reported by the spinal cord stimulation (scs) patient that their neck was permanently damaged when on the occipital lead had eroded through the skin. The patient was prescribed antibiotics and underwent an explant procedure wherein both leads and the implantable pulse generator (ipg) were removed.

Manufacturer narrative:
Correction to initial MDR in block g3: aware date should have been (B)(6) 2024. Additional corrections to blocks b1, b2, b3, b5, d4, d8, e1, g3, h6 and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model/catalog description: linear st lead kit 70 cm. Model: sc-2218-70. Serial: (B)(6). Batch: 19772745. UDI: (B)(4). Model/catalog description: precision spectra ipg kit. Model: sc-1132. Serial: (B)(6). Batch: 20084146. UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(6). Batch: 19772745. Product family: (B)(4). Upn: (B)(4). Model: sc-1132. Serial: (B)(6). Batch: 20084146.

Event description:
It was reported that the patients neck was permanently damage by the spinal cord stimulation (scs) that it ruptured the neck and device came out. The patient underwent an explant procedure.